Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of syncope and lightheadedness. A remote interrogation was performed and boston scientific technical services (ts) was consulted to review the data. Ts found that there where stored pacemaker mediated tachycardia (pmt) episodes. The pmt episodes were triggered by premature ventricular contractions (pvcs) and the algorithm correctly detected and extended post-ventricular atrial refractory period (pvarp) to cover. The physician inquired how to program around the pmt and ts discussed having a field representative interrogate the cardiac resynchronization therapy defibrillator (crt-d) and adjust the pvarp. A field representative did interrogate the device and extend pvarp. The crt-d remains in service and no additional adverse patient effects were reported.